Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. In attempts to release the clip, the handle was opened and closed several times and the scope was moved into different positions. Reportedly, the clip and catheter were discovered to have already detached from the tissue in an additional procedure, and were then removed from the patient. The procedure was completed without the use of another resolution 360 clip. There were no patient complications reported as a result of this event.